Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days following the implant of an evolut fx 26 transcatheter aortic bioprosthetic valve, an arrhythmia occurred further noted as atrioventricular block with junctional escape rhythm and emergence of sinus rhythm with left bundle branch block and first-degree atrioventricular block. Serial electrocardiogram monitoring showed evidence of 2:1 atrioventricular block and sinus pauses. Subsequently, a permanent pacemaker was implanted. A baseline electrocardiogram performed prior to the procedure showed no abnormalities. The patient was discharged home the next day.